Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with fault ID 0x21d6, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump